Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient started having a problem with their ins around (B)(6) 2017. They went to see the healthcare professional (hcp) because they thought something was broken and ins wasn't working. The hcp did a CT scan and showed that something was broken on (B)(6) 2017. Hcp removed the ins and put in a new one. No symptom or further complications were reported.